Event description:
The customer contact reported a leak. On an unspecified date, the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used for intermittent deliveries of unspecified medications every 12 hours. At an unspecified time, it was reported that while the nurse flushed the tubing set and the pt's IV catheter with an unspecified volume of solution, an unspecified volume of solution leaked from the semi-rigid adapter of the tubing set. There were no reported adverse effects and on reported delay in therapy critical to this pt. No medical interventions were required. Although requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.